Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the right atrial lead. No intervention was performed. Patient status was not known.

Event description:
New information indicated that the right atrial (ra) lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone, consistent with friction to the device can.